Event description:
Customer reported the vseries monitor failed to emit audible tones or visual indicators at the bedside and central station during pt alarm. No pt injury was reported.

Manufacturer narrative:
Documentation from the event was collected and is under review.